Event description:
The reporter stated that the tubing on the product becomes disconnected from the stopcock, usually while on a patient. There was no patient injury or treatment associated with this event.